Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part# fgs-1100. Lot # 23e016. Manufacturing site: werk selzach logistik. Supplier: (B)(4). Release to warehouse date: 01 nov 2023. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an open reduction/internal fixation surgery with the fibulink for a fibula fracture. The surgeon performed the procedures according to the surgical technique. The surgeon inserted a tibia screw into the optimal position, removing the tibia screwdriver, and pulled the silver guide tube laterally to deploy the fibula link and suture bridge. But they were not deployed at all. They were not pulled out laterally or were not deployed when checked with the image intensifier. The silver guide tube was pulled out along with the gold tube, although the surgeon tried to deploy it by gradually applying force. After removing the fibulink in question, the surgeon used another fibulink and completed the surgery successfully within 30 minutes delay. The patient outcome was reported to be stable. The surgeon proceeded with the procedure according to the surgical technique, and after removing the tibia screwdriver, the silver guide tube was pulled laterally without turning or twisting, nor did the silver guide tube slip. After the surgery, the surgeon and sales rep discussed the possibility that the permacord was stored in a twisted position from the beginning and the fibula link and suture bridge could not be deployed due to the state of the permacode, but it was impossible to reproduce the event with the fibulink in question. The permacord of the fibulink in question was not twisted and was able to be deployed manually. This report involves one fibulink(r) syndesmosis repair kit/ti. This is report 1 of 1 for (B)(4).